Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer is concerned about low blood glucose levels. No additional information was provided regarding bg values, modes of treatment, or any injury to the customer. Multiple attempts were made to try to follow up with the customer, however there has been no response.